Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-may-2023. Investigation summary: one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number2362166. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. This is 3 of 4 related events. The following information was provided by the initial reporter: has happened about 5 times. One case a child had to be injected twice upsetting child. Needle seems to be blocked, it wont inject. Happened about 5 times. Would like a replacement cs provided additional information on 4/13; the incident happened on several occasions over a couple week period. One incident was on (B)(6) 23. The nurse had actually inserted the needle in the child¿s leg and it would not inject. Had to pull it back out change needled and poke the child a second time. No actual injury but an unpleasant experience for all involved. I do not know what lot number that was. After that the nurses have been checking before injecting and they have had at least 5 times that the needle was not clear and the fluid would not go through. We did not document lot numbers until the last time which was (B)(6) 23 when I called and filed the complaint. The lot number that was the issue was 2362166. We have removed all of these from the shelves. I have the last one that was blocked available and it was not contaminated. The other lot number that we have on hand and may or may not have been an issue is 2322122. We are still using these and in the last few days there have been no further issues.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. This is 3 of 4 related events. The following information was provided by the initial reporter: has happened about 5 times. One case a child had to be injected twice upsetting child. Needle seems to be blocked, it wont inject. Happened about 5 times. Would like a replacement. Cs provided additional information on 4/13; the incident happened on several occasions over a couple week period. One incident was on (B)(6) 2023. The nurse had actually inserted the needle in the child¿s leg and it would not inject. Had to pull it back out change needled and poke the child a second time. No actual injury but an unpleasant experience for all involved. I do not know what lot number that was. After that the nurses have been checking before injecting and they have had at least 5 times that the needle was not clear and the fluid would not go through. We did not document lot numbers until the last time which was (B)(6) 2023 when I called and filed the complaint. The lot number that was the issue was 2362166. We have removed all of these from the shelves. I have the last one that was blocked available and it was not contaminated. The other lot number that we have on hand and may or may not have been an issue is 2322122. We are still using these and in the last few days there have been no further issues.

Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, nj was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.